Event description:
It was reported that during a surgical procedure at the user facility the device was not performing as expected. As a result, the collected blood (500 ml) was not able to be retransfused. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during a surgical procedure at the user facility the device was not performing as expected. As a result, the collected blood (500 ml) was not able to be retransfused. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Device is in transit to the manufacturer for failure analysis.